Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one j-tip guidewire loaded in a guidewire hoop were returned for evaluation. Gross visual, microscopic visual and dimensional evaluation were performed. The investigation is inconclusive for the reported guidewire advancement and physical resistance issue as the exact circumstances at the time of the reported event cannot be verified and the sample evaluation results indicating no difficulty under laboratory conditions are not by themselves sufficient to confirm that this event did not occur under clinical conditions. However, the investigation is confirmed for the reported guidewire deformation and stretched issue as bends and uncoiling were noted throughout the j-tip guidewire. Based on the measurements recorded during sample evaluation and applicable drawings, no measurements recorded could be confirmed to be out of tolerance. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 11/2023). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement procedure, guidewire allegedly could not be moved anymore and became stuck. It was further reported that guidewire coating allegedly became loose. Reportedly the guidewire was deformed. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer. The investigation of the reported event is currently underway. Expiry date: 11/2023.

Event description:
It was reported that during a port placement procedure, guidewire allegedly could not be moved anymore and became stuck. It was further reported that guidewire coating allegedly became loose. Reportedly the guidewire was deformed. There was no reported patient injury.